Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a "connector disorder." A new ipp pump was implanted. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. Additional information received states there was a break in the connector resulting in fluid loss. The device issues began two weeks prior to surgery. The patient was doing well following surgery.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a "connector disorder." A new ipp pump was implanted. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a connector disorder. A new ipp pump was implanted. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. Additional information received states there was a break in the connector resulting in fluid loss. The device issues began two weeks prior to surgery. The patient was doing well following surgery.

Manufacturer narrative:
Malfunction was reported as connector disorder. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. It performed within specifications. No connecters were received. No device malfunctions were confirmed through product analysis. The connectors were not returned and therefore could not be analyzed. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Product analysis did not confirm the reported device problem. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of no problem detected was chosen because the reported device allegations could not be confirmed through product analysis. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.